Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec38-i10cf2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 19feb2019 for an event which occurred in (B)(6) stating "brand new scope (ec38-i10cf2) contaminated. 15 cfu [colony-forming units] of staphylococcus coag negative found in the air/water channels after two reprocessings." Scope was identified as pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). Pentax medical (B)(4) received the customer approval to send the device to the hospital even though the device was in the 5 <= x < 25 cfu range without pathogen bacteria's and due to the urgency regarding the demo. They also noted that the (B)(6) regulation allows the use of the device with test results in the 5 <= x < 25 cfu range of contamination even if an investigation has to be performed for improving bacteriological condition on the device. The colonoscope was shipped to the customer on 04mar2019. Pentax medical (B)(4) noted there is no defect, the device is within the (B)(6) regulations and can be used. Additionally (B)(4) was previously opened to address this failure mode. Although in this case there is not a risk of physical injury or discomfort because the device is pre-tested prior to reprocessing and use, not all facilities may perform pre-testing and run a risk of contamination which is likely to cause or contribute to injury.